Manufacturer narrative:
The investigation for this event is currently ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous high results were generated by the cobas 6000 e 601 module. The events involved a total of 4 patients with the following: 4 erroneous results for the elecsys pth immunoassay.

Manufacturer narrative:
The investigation for the event did not identify a product problem. The cause of the event could not be determined. The follow up for this event was: a performance check was acceptable.